Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The devie was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.